Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons were harder to press and scratches on the screen making it hard to read and foggy screen. The customer¿s blood glucose was 200 mg/dl at the time of incident. The customer also reported that insulin pump had motor was slower during the rewinding and unexplained alerts not due to site issues. The customer also stated that the time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.